Manufacturer narrative:
Investigation eval: the device was returned to the approved supplier for eval. The supplier has confirmed that the drive wire has detached from the handle. There were no other defects observed on any of the components returned. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: prior to distribution, all disposable hemostasis clips are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product said to be involved is included in the scope of the corrective action. Quality assurance will continue t o monitor for complaint trends.

Event description:
During a colonoscopy procedure, a cook disposable hemostasis clip was used. The clip was attached to the tissue site. During an attempt to deploy the clip, the drive wire in the handle broke free. The entire catheter was removed without difficulty with the clip still attached. Another clip was used to complete the procedure. Harm to the pt was not reported. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.